Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire tip detached and remained inside the patient. The choice pt graphix guide wire was introduced to treat an unspecified target lesion. During the procedure, the tip detached and remained inside the patient. The patient's status following the procedure is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed the distal end fractured, and two kinks at 45.3cm from the proximal end; and at 177.7cm from the proximal end. A dimensional inspection was performed and all measurements were within specification. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The (B)(4) determined that evidences support torsion overload as mode of wire failure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire tip detached and remained inside the patient. The choice pt graphix guide wire was introduced to treat an unspecified target lesion. During the procedure, the tip detached and remained inside the patient. The patient's status following the procedure is stable.